Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is crystallization inside the control body, image blackout. Based on the results of the investigation, the most probable cause of the reported malfunction error e315 and additional malfunction image blackout was traced to component failure, likely due to stress of repeated use, external factors, or handling. The most probable cause of crystallization inside the control body was not established. Olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
E1 - address (complete): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed incompatible scope error e315. The event occurred during inspection for use. There were no reports of patient involvement